Manufacturer narrative:
E1 "establishment name" was shortened due to character limitations, the full name is (B)(6)." A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was confirmed. The image was not displayed due to damage on the charged coupled device (ccd). Based on the results of the investigation, a failure of the image sensor unit, a defect of the circuit board in the video connector, or a defect of the system side caused the no image event. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide.¿ if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ in addition, the following non-reportable malfunctions were found during the device evaluation: the bending section cover (a-rubber) was chipped. The bending angle in the up direction did not meet standard due to angle wire wear. The control unit and the universal cord were scratched. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope had no image during inspection for use prior to a procedure. The procedure was both therapeutic and diagnostic, and completed with a similar device. There was no delay reported. There were no reports of patient harm.